Event description:
It was reported that the subject device had severe image distortion with green and purple stripes. The issue occurred during setup and inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of severe image distortion and green-purple stripes was traced to damage on cable unit. Based on the results of the investigation, due to poor water-tightness of cable unit, the water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.